Event description:
It was reported that after da vinci si hysterectomy procedure the patient sustained a richter hernia. A portion of the small bowel herniated through the fascial defect left by the 8 mm cannula post procedure. The surgeon identified the problem and on (B)(6) conducted surgery to reset the herniated portion of the bowel. No additional patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
No malfunctions of the da vinci si surgical system, instrument or accessories were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients without issue. As of (B)(6), 2011, no similar instances have been reported to isi.